Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is a periprosthetic fracture of the distal femur with moderate fracture displacement. Knee arthroplasty components are maintained in alignment without dislocation. Bone is osteopenic. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: oss 7cm seg ellipt femoral lt catalog # 150357 lot # 598880, oss poly lock pin catalog # 150478 lot # 901600, oss reinforced yoke catalog # 150493 lot # 596490, oss poly tibial bushing catalog # 150476 lot # 925750, oss poly femoral bushings catalog # 150477 lot # 033310, oss tibial poly bearing 20mm catalog # 150414 lot # 076270, oss axle catalog # 150480 lot # 831000, oss non-mod tib plate long 67 catalog # 150420 lot # 632350. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2020-01648. Remains implanted.

Event description:
It was reported that the patient underwent an orthopedic salvage procedure. Subsequently, the patient has experienced a bone fracture. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.